Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with small ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that there were missing bolus records in the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 10-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, the black box contained dates from 26-jam-2019 to 03-feb-2019. The black box and histories for the issue reported on 06-nov-2017 have been overwritten. The available daily insulin delivery totals correctly reflected programmed basal rates.the pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 9:37am on 03-feb-2019. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.